Event description:
The customer reported being hospitalized for high blood glucose. The blood glucose reading was 515 mg/dl. The customer stated that she had been in the hospital for two days and her blood glucose was treated with insulin drip. Troubleshooting was performed and found that her dates were off by a day. Ran a fixed prime test and the insulin did not exit. Had customer change the infusion set, ran a manual and fixed prime test, and the insulin exited.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.